Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received indicated the mobile debris appeared on the annulus. The debris appeared to be a part of tissue or plaque avulsed from the left coronary cusp (lcc). Please reference related manufacturer report no: 2015691-2018-05086.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury and coronary flow obstruction are potential adverse events associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient and procedural factors that alone or in combination can cause or contribute to mobile plaque or debris during the tavr procedure. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the vasculature material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during balloon valvuloplasty (bav), and deployment of the prosthetic valve. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (embolization of mobile debris), patient factors (¿significant¿ native leaflet calcification) likely contributed to the reduced blood flow and stenosis of the lcx and subsequent placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20mm edwards balloon catheter. During bav, blood flow was confirmed in the coronary arteries. Post bav, mobile debris was observed. A 23mm sapien 3 valve was deployed without coronary protection. Post valve deployment, hypotension persisted. Aortography showed no rupture or obstruction of the coronary ostia. The blood pressure (bp) transiently increased with adrenaline, but dropped again with time. Transesophageal echocardiography (tee) showed decreased hypokinesis of the posterior wall. Reduced blood flow in the left circumflex artery (lcx) was detected by coronary angiography (cag). When compared to preoperative cag, apparent stenosis was observed in the lcx. Review of the intravascular ultrasound (ivus) and tee revealed the mobile debris ¿disappeared¿, likely embolizing into the lcx. A coronary stent was placed in the stenosis site, and the patient¿s hemodynamics became stable. The native annular diameter measured 21.0mm by tte. ¿significant¿ native leaflet (lcc) calcification and mild aortic root calcification was reported. The bav catheter was discarded following the procedure and is not available for evaluation. The valve remains implanted in the patient.